Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. The root cause is attributed to use error through off axis impact. Based on the risk assessment conducted, corrective action is not warranted at this time. Complaints will be monitored under sep 419 post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While impacting pinnacle cup,the tip of the impactor handle broke and felt onto the sterile field. No harm to patient but as surgeon was not sure of the sterility of the joint between the tip and the handle, he had new draping done on the patient. Was surgery delayed due to the reported event? Yes. If yes, number of minutes: 15. Action taken when event occurred? Replace sterile draping on patient. Other information: only one piece broke, the tip. Patient status/ outcome / consequences? No.